Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; specific bg value was not provided. Suspected cause was due to the customer¿s control iq settings requiring adjustments. Customer updated their settings to address the event. Multiple attempts were made by tandem technical support to obtain additional information regarding the ¿low¿ bg; however, the customer did not respond.